Event description:
Information received from the field notes that prior to pacemaker implant, the patient had seizures and fell all the time, and now it was recurring. The patient felt a shocking sensation and had a "huge" bruise where the device was implanted.